Manufacturer narrative:
Device 13 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 wafers from 2 market units had an off-centered starter hole. Out of these, 16 wafers were used and the patient experienced reduced wear time from 4 days to less than 24 hours with these products. The remaining 4 wafers were not used by the patient. No photo is available at this time.